Event description:
A male patient's wife called customer support to state that the monitor went blank after downloading. In 2006, patient's first monitor had went blank after downloading. At this time support replaced monitor, both batteries and charger. In 2006, customer support decided that there was a global problem since this was the second monitor the patient had received. Support had the lifecor patient service representative (psr) replace the entire system.

Manufacturer narrative:
Device manufacture dates: monitor assembly 2005. Monitor assembly 2006. Electrode belt 2006. Modem 2006. Battery charger 2006. Battery pack 2005. Battery pack 2006. Battery pack 2005. Battery pack 2004. Device evaluations of monitor assembly, monitor assembly, electrode belt, modem, battery charger, battery pack . The reported problem was confirmed. Monitor would not start and drew excessive current. The cause of this problem was determined to be a defective computer board, which was replaced. This monitor was repaired, retested and then put back into stock. Monitor had a u3, u31 defect. The u3 and u31 components are pld devices that help send and receive signals from the modem among other functions. This monitor was repaired, retested and then put back into stock. Electrode belt was tested and it operated normally. It was evaluated, reconditioned, tested and then put back into stock. Modem was found to be drawing excessive current. Also, the modem had three defective diodes (d2, d4, d6). The modem was scrapped, since it probably caused the damage to the two monitors. Battery charger sn 72000705 passed all testing. It was evaluated, tested and then put back into stock. All four battery packs were evaluated and tested. All were found to be operating normally. All four were put back into stock. The root cause of the monitors not turning on was due to damage caused by the modem. A power surge or lighting strike to the modem probably damaged it. No adverse event resulted from the faulty modem or monitors. The patient received a replacement monitor, battery charger and two battery packs after the initial complaint that the monitor would not turn on. Once a second monitor had a similar problem the entire system was replaced.